Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that the patient presented in office with wobbling tooth. Doctor discovered that the iunihg abutment screw had fractured.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. The device shows signs of wear about the body, and it was confirmed to be fractured at the top of the threaded region. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. A root cause for the complaint could not be determined. (B)(4).

Event description:
No further event information available at the time of this report.